Event description:
The customer reported that an 840 ventilator had an erratic screen while in use on a pt. The pt was not harm or injured as a result of the event.

Manufacturer narrative:
Evaluation of the device is not complete.